Manufacturer narrative:
Device evaluation noted the customer reported failure was not confirmed however, the following defect was noted: due to the cable unit is twisted, the endoscopic image cannot be displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an e322 scope communication error. The issue occurred during preparation for use. The procedure was completed using the same equipment. There were no reports of patient harm.